Manufacturer narrative:
(B)(4). Date sent: 06/24/2020. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Not available. Other than the patient feeling bad, what lead the surgeon to take the patient back to the or? Not available. Does the surgeon believe that the post-op complications are related to the cdh25a device? If yes, please explain. Do not believe. Did the patient receive any preoperative chemotherapy or radiation? No,did not. Were there any issues experienced with the device in the initial surgical procedure? No any issue. What healthcare professional fired the device and what is his/her experience with the device? Very qualified. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Mid b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, he did. Was the device difficult to close? Not difficult. Was the device difficult to fire? Fire as normal. Did the healthcare professional receive audible & tactile feedback when firing the device? Not available. Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. There were no any issue. Was a leak test performed? If so, what type and what was the result? Not available was the staple line visualized endoscopically during the initial surgical procedure? Yes, the staple line was good formation. How was the leak identified? Not available what was observed at the site of the leak upon reoperation? The leg of staples were straight. How was the leak addressed? Suture was used to oversew. What is the current status of the patient? Already leave from the hosptial.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Other than the patient feeling bad, what lead the surgeon to take the patient back to the or? Does the surgeon believe that the post-op complications are related to the (B)(4) device? If yes, please explain. Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that during the colon surgery, did not observe any abnormal situation in the operation. 9 days after surgery, the patient felt bad, then the surgeon did 2nd surgery, noted that anastomotic site was leakage, then the surgeon make an ostomy. The patient is currently stable and in the hospital now.